Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies could be attributed to the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care recommended that the user perform a sensor re-link as optical instability was observed, to allow the system to re-initialize and converge faster. Post re-link, the system showed better agreement between the sg and bg values. The user was advised to continue using the system, entering calibrations as prompted by the system. Per dms review, the user was using the system with up-to-date information.

Event description:
On march 30th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.